Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that there was visible damage to the x-stage cover from the gantry docking pins which was preventing the gantry to move freely out in x direction. The x-stage cover was removed and the dents were manually removed from the cover. The x-stage cover was reinstalled and the system's invalidate/ homing procedure was performed. Motion functionality was restored to expectations. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the gantry would not fully dock. It would make a knocking sound when trying to move up/down. It was able to move in/out without issue. The x-stage cover appeared to have been damaged. The rep invalidated the system's home which did not resolve the issue. No patient was present during the time of the reported incident.